Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump continued to alarm no delivery. Customer does not recall there blood glucose level. Customer when to the hospital and the nurse advised the customer the insulin pump needed to be replaced. Customer was advised there are a few things that may cause the insulin pump to alarm. Troubleshooting on the insulin pump was not possible as the customer did not trust the insulin pump and wanted it replaced. The insulin pump is returning for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during occlusion test due to faulty force sensor resistor. Unable to perform occlusion test, prime test, excessive no delivery test or verify excessive no delivery alarm due to motor error alarm. The insulin pump was received with normal operating currents and passed self-test, unexpected restart error test, rewind test, basic occlusion test and displacement test. Motor passed motor test. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, stained keypad overlay, stained address/serial number label and stained end cap sticker.